Event description:
The patient reportedly was put on steroids on (B)(6), 2010, to treat facial nerve stimulation and overly loud stimulation.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient reportedly is doing well. The patient remains implant and the patient continues to hear. This is the final report.